Manufacturer narrative:
The customer stated that the measuring cells (mc) used have never been changed since 2019. The investigation is ongoing.

Event description:
The initial reporter received questionable vitamin d total elecsys results from two patient samples tested on the cobas e411 disk. The initial results were not reported outside of the laboratory. Sample ID (B)(6) - the initial result was 70.00 with a data flag. The repeat result was 15.08 ng/ml. Sample ID (B)(6) - the initial result was 70.00 with a data flag. The repeat result was 21.86 ng/ml. The repeat results were deemed correct. The reagent lot number is 59998800. The expiration date is 31-jan-2023.

Manufacturer narrative:
On the first service visit, the field service engineer replaced the measuring cells (mc) and performed photo-multiplier tube (pmt) adjustments. The readings of the pmt signal were unstable no matter how many times it was adjusted. Fluidic tubes of the measuring cell were suspected to have caused this signal instability. All of the tubes were replaced along with the seal of the sipper tube and the o-rings of the valves. Pmt adjustment was done multiple times after that but the results of the reading were still unstable. The printed circuit board (pcb) of the pmt was then checked. Pmt adjustment was done once again but the signal was still not stable. On the second service visit, the field service engineer replaced the pcb assembly of the pmt, and system fluidic checks were done at the side of the sipper. The system volume check was at 1 even though all of the tubes and the mc were new. Pmt adjustment was done after pcb replacement, but the signal was still fluctuating. The tubes of the sample and reagent probe system were all replaced and checked. The fse noted the pipetting to be good and the fluid was primed. Pmt was done multiple times while changing the settings of the pmt pcb high and low, but it still could not be stabilized. The fse performed the best adjustment possible and calibration was performed with acceptable results. Another 9-parameter calibration was performed and 5 parameters were noted to have failed due to signal deviation. On the third service visit, the fse replaced a bent paddle mixer. The fse further performed further troubleshooting in the pcb, pmt, and one of the sensor assemblies, but returned with the same result. It was noted that they had no effect on the fluctuating signal. Multiple trials of the pmt adjustment were made but the issue persisted. One of the circuit boards was suspected to have caused the issue. On the fourth service visit, the fse replaced another pcb. The system was prepared and pmt adjustment was carried out. The signal was finally stable. The signal was adjusted and set. Analyzer calibration was performed with acceptable results. The 9-parameter calibration was again performed and this time, with successful results. The system was noted to be performing within specifications. The customer performed a validation study. The last calibration performed on (B)(6) 2022 was acceptable. However, the calibration signals were slightly higher than expected for calibrator 1 and slightly lower than expected for calibrator 2, but this does not appear to affect the performance of the calibration. The qc recovery was within the customer¿s established ranges on the date of the event. There was no indication of a performance issue with the reagent or instrument. The patient sample tube was spun in a fixed-angle centrifuge for 10 minutes at 5300 rpm. The centrifugation time may be too short and the speed may be too high as per the tube manufacturer¿s recommended guidelines. The alarm trace contained the following notable maintenance events: "liquid waste container is full"; "system water container is low or empty"; "tip tray is empty"; "sample could not be processed" alarms. The cause of the event could not be determined.